Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was indicated that fails volume accuracy. During testing, this could not be confirmed or replicated. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) seal was detected. The dso seal was replaced. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.

Event description:
It was reported that the device failed the volume accuracy evaluation (high). The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.